Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of insulation damage was not confirmed. A complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited insulation damage near the header. The ra lead was explanted. The patient was in stable condition.